Manufacturer narrative:
The device is currently being returned to the design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that while the astral device was being configured for patient use, it was unable to power on. The device was not in use when the fault occurred, therefore, there was no patient involvement.